Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was difficulty threading the catheter. There was no patient injury.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter and needle with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter and needle with no relevant findings. The potential cause of catheter not threading could not be determined based upon the information provided and without a sample.

Event description:
It was reported that there was difficulty threading the catheter. There was no patient injury.